Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with multiple myeloma (compression fracture) underwent kyphoplasty at t10,t11,t12. Intra-op, while injecting cement at t10, continuous inflow of cement in blood vessels (it might have been azygos vein) was observed. After injecting cement at t11, inflow of cement toward the posterior wall was observed and the surgeon stopped the injecting procedure. After the patient woke up from anesthesia, the patient was asymptomatic. Postoperatively, patient underwent CT which revealed inflow of cement to azygos vein and cement leakage from posterior wall of t11. Operating surgeon contacted cardiovascular surgery doctor and asked for opinion about this event. The cardiovascular surgery doctor commented that there is no particular problem with the inflow of cement to azygos vein. The surgeon will be monitoring the event. Patient was asymptomatic. No patient complications were reported. The procedure was completed successfully with the original product. Cement was mixed for 30-60 seconds using kyphon mixer. Cement was doughy and homogenous prior to delivery into the patient and was stored at proper temperature before and during the procedure.

Manufacturer narrative:
Additional information: x-ray review: CT images are provided after multi-level kyphoplasty. Provided images show venous extravasation as well as extravasation of cement into the spinal canal at one level. These are known complications of kyphoplasty and cab be minimized by careful observation of cement injection under fluoroscopy as well as carefully controlling the rate and volume of delivery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.